Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported an optical signal failure after moving the pump from one console to another. There was no harm endured and support continues.

Manufacturer narrative:
The team returned the data logs but, not the pump for analysis. The imc logs show an eeprom corruption occurred. The cause of the eeprom corruption was not determined since the pump was not returned.